Manufacturer narrative:
Product event summary: the device was returned and analyzed, and no anomalies were found. Performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery is before/approaching the indicator signifying that it the time for device replacement.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) reached premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.